Event description:
A pt contacted lifescan alleging that the subject meter read inaccurately high compared to another meter. The pt obtained blood glucose results of "499 mb/dl" with a lifescan meter and an unspecified result from another meter, performed within 10 minutes of each other. Although the other result was not specified, the customer service rep noted that the calculated difference of these glucose results exceeded lifescan's criteria for accuracy. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.